Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. Fa found the primary failure of broken conductor wire at the grip-crimp location at the distal end within the insulation to be related to the customer reported complaint. The fbf instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed testing. No sign of thermal damage was observed. The root cause of this failure was attributed to a component failure. Additional observation, which was not reported by site, found damage of the conductor wire¿s insulation at the distal end. As a result, internal wires were exposed. Root cause of this failure was attributed to a component failure. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.075¿ - 0.156¿ in length and were not aligned with the tube axis. The root cause of scratch marks on the main tube is typically attributed to the mishandling or misuse. The instrument was also found to have a frayed grip cable at the distal end. The root cause of the frayed grip cables is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a prostatectomy - radical extraperitoneal w/o lymphadenectomy procedure. There were 3 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported based on the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a recognition issue. It was confirmed that the power did not turn on when the console started. Even after the customer changed the cable, the instrument did not turn on. The procedure was completed with no reported injury using a backup fenestrated bipolar forceps. Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no damage. The instrument did not collide with any other instrument or tool during the procedure. After the completion of the last procedure, the instrument was inspected, and no damage was noted. During the surgical procedure, the surgical staff did not observe arcing of unintended electrical energy discharge. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.